Event description:
On (B)(6) 2012, dr (B)(6) provided the article titled electrocautery-associated vascular injury during robotic-assisted surgery published by dr. Beatrice cormier, farr nezhat, jason sternchos, yukio sonoda, and mario leitao. The article alleges that the mcs tip cover accessory, installed on the monopolar curved scissors instruments failed intra-operatively during da vinci robotic procedures. Three of the tip cover accessory failures were alleged to have resulted in patient injuries. The following details are related to the second patient injury as alleged in the article: during a da vinci hysterectomy procedure, a (B)(6) woman with a body mass index (B)(6) presented with stabe ib1 vervical cancer. Robotic-assisted radical hysterectomy, bilateral salpingo-oophorectomy, sentinel lymph node mapping followed by complete pelvic lymph node dissection and para-aortic lymph node sampling were performed using the robotic surgical platform system. When proceeding to right-sided pelvic lymph node dissection, the surgeon accidently activated the scissors monopolar coagulation-type current, set at 35w, when intending to activate the bipolar forceps. A spark traveled through the protective sheath, creating a hole in the right external iliac artery. The artery was grasped with a cadiere forceps to tamponade bleeding, and the defect was sutured robotically with a 5.0 prolene interrupted stitch. Estimated blood loss was 250 ml, and laparotomy was not required. The patient had an uncomplicated post operative course and was discharged home 2 days after surgery without any subsequent injury. Medwatch reports 2955842-2012-01314 and 2955842-2012-01405 were submitted for the first and third reports of patient injury.

Manufacturer narrative:
Isi has contacted the initial reporter concerning the reported event. A follow-up MDR will be submitted if additional information is provided.